Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular approx. 37 cm distal to the is-4 connector pin the insulation was found squeezed and all conductor coils were found fractured in this area, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as cuts into the insulation (approx. 17 cm and 31.5 cm distal to the is-4 connector pin), most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
High/ out of range impedance was reported on this lead beginning on (B)(6) 2019. Lead was explanted on (B)(6) 2020 due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.